Manufacturer narrative:
Findings: unit passed displacement test. However, unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unit received missing end cap sticker. Unit received with cracked case at display window corners, lcd window and battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated they are stuck in rewind complete/bolus delivery loop. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.